Event description:
The customer reported that the blade became stuck during the case. There was no injury to the pt. The device was returned for eval and visual inspection noted that the webbing was protruding from both sides of the hinge.

Manufacturer narrative:
Covidien reference # : (B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.